Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. It was not reported whether pd therapy was ongoing at the time of the event. It was not reported whether the peritonitis resolved. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). The cause of this incident was undetermined. A batch review was performed for potentially associated lots (gd878843) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.